Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.

Event description:
It was reported that the patient had their system explanted at an unknown date for an unknown reason. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: additional information received reports that the system was explanted due to ineffective stimulation. Therefore, this device is no longer reportable.

Event description:
Additional information received reports that the system was explanted due to ineffective stimulation. Therefore, this device is no longer reportable.